Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g, insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a crack on its case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.